Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan customer service in 2009, alleging that he first noticed black spots on his onetouch ping meter "sometime" three days prior, and was unable to test. According to the customer service representative, there was no trauma to the meter. He claimed that 2 days after the display issue began (10 pm) he developed symptoms. He described his symptoms as "unsteady hands, shaky hands, thoughts were jumbled generally as I was intoxicated." He indicated that he "waited" to make sure if he was hypoglycemic or hyperglycemic so that he can treat himself accordingly. The pt determined that his symptoms were due to hypoglycemia via an unspecified method and treated himself with 15 grams of granola at 10:30 pm. Which was 30 minutes after the onset of his symptoms. He denied testing on another device at the time of concern. No other forms of treatment were reported. The complaint is being reported because the pt allegedly was unable to test for 2 days due to a display issue (back spots on display) and then developed hypoglycemia. He administered self-treatment with food. Replacement products were still sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.